Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: the event date is unknown. Additional information received by an applied medical representative via email on 5-jan-2026: no patient injury occurred as a result of this event. Patient status ok. Resolve the situation: use another one. Additional information received by an applied medical representative via email 17-mar-2026: tm confirms the lot as 1542695. Intervention: use another one. Patient status: ok.